Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition contributed to the patient's hospitalization and hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose)," and "if you get a 'high check for ketones!' Reading but have no symptoms of high blood glucose, than retest with a new test strip on your fingers. If you still get a "high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The patient reported on (B)(6) 2013 his blood glucose had been 500 mg/dl or above all day. He was hospitalized and admitted in to the intensive care unit. He was treated with insulin by intravenous drip from 6:00 pm to 12:00 pm the next day ((B)(6)). He had no recent changes to diet or exercise.